Manufacturer narrative:
The eval showed that the device was broken in a manner that is consistent with being used to cut too hard an object. Per the directions for use, this scissor is indicated to cut soft foldable iols.

Event description:
The facility reported the mst packer/chang iol cutter blade broke off when attempting to cut an older very hard iol. The broken piece was removed and there was no impact to the pt.